Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin) results in the risk stratification range for six patients. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on different instrument and the results were within the normal reference range. The initial results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not investigate the event. A system check performed on (B)(4) 2009, shows all portions well within specifications. A definitive root cause could not be determined for this event. This is 3 of 6 separate MDR reports related to 6 pt events associated with a single malfunction report on different days. Reference MDR numbers: MDR 2122870-2011-05416, 05417, 05419, 05420, 05421 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.